Event description:
It was reported that wire detached and the patient died. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 1.50 mm rotapro and rotawire were selected for use. During the procedure, a deformity/kink was noted in the rotawire near the brake. When the physician attempted to remove the burr while in dynaglide mode, the wire broke and the fragment embolized in the septal vessel. The patient became hemodynamically unstable and no flow was identified in the anterior descending coronary artery. Attempting to open the vessel resulted in several cardiac arrests. The physician was able to successfully open the septal vessel, restoring coronary flow and trapping the wire fragment by deploying two synergy stents, however, the patient was in serious condition. Cardiac resuscitation was attempted several times and an intra-aortic balloon was used to maintain cardiovascular stability. The patient was transferred to the intensive care use (ICU) and died the following day.